Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation of d11: 5076-58 lead implanted: (B)(6) 2013. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's system (device, atrial lead, and right ventricular (rv) lead) was extracted due to patient complaints of pain. A new system was implanted on the patient's right side. No further patient complications have been reported as a result of this event.